Event description:
Coils detached during prep no patient harm occurred, a ruby coil was used to finish the case. Manufacturer response for embolization device, interlock 35 detachable coil fibered ICD (per site reporter).